Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. Any further information will be sent in to FDA as soon as it becomes available. If no further information becomes available, pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(4) and has been reported to the (B)(4) ministry of health (moh). The device has not (yet) been sent back to manufacturer for investigation. Distributor received this complaint from the customer for the first time on (B)(6) 2011. On (B)(6), the device was for during birth, but it was not possible to inject the drug. The catheter had to be removed. Once removed, the catheter was tested and it was found impossible to inject any liquid through the catheter itself.